Event description:
It was reported that the patient was implanted the day of report but they were not able to connect the patient programmer or the clinician programmer to the implantable neurostimulator (ins) in post-operative recovery. It was stated that the device may be a little deep, but the manufacturer representative was able to palpate the ins. It was noted that they tried for 10 minutes to connect to the implantable neurostimulator (ins) prior to report. Reportedly, the impedances on the device were good. It was later reported that they discovered there was a ¿data transponder/repeater¿ that had been newly installed on the end of the recovery room or near the recovery room that the patient was originally in. It was stated that it must have caused a block in telemetry. The patient was moved to a different room that same day and everything worked perfectly and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).